Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the batteries to resolve the issue and completed the pm. All functional and safety checks were passed per factory specifications, and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
During scheduled routine preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), it was reported that the battery runtime test failed. There was no patient involvement and no adverse event was reported.